Event description:
It was reported that the patient was admitted to a hospital for a loss of therapeutic effect and increased anginal pain. The patient continued to "feel stim and it is working, but the pain is getting worse related to angina." It was later reported that the patient's implantable neurostimulator was reprogrammed and that optimal coverage was achieved.